Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing gastric stapling during a laparoscopic gastric sleeve procedure, the green button was pressed in preparation for firing but the handle could not be squeezed on two loads. It was also reported that it prematurely displaced staples in the proximal jaw of the load. Push rods could not be seen but rather the tips of the staples were protruding from the cartridge. New reloads and handle were opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing gastric stapling during a laparoscopic gastric sleeve procedure, the green button was pressed in preparation for firing but the handle could not be squeezed on two loads. New reloads and handle were opened to complete the case. There was no patient injury.